Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, over current detection and low high voltage impedance was noted on the lead. Device reprogramming is anticipated at the next follow-up. The patient was in stable condition and will continue to be monitored with merlin.net.